Manufacturer narrative:
Evaluation summary: the device and the iol were returned. The plunger is oriented correctly. The lens stop was removed and not returned. The plunger has been almost completely advanced with the plunger tip advanced beyond the device tip. A minimal amount of an unknown viscoelastic is observed in the device. The trailing haptic was misfolded, extending backward along the left side of the plunger, and was broken from the optic. The distal portion is stuck/crushed in the tip of the device positioned on the left side of the plunger. The crushed distal area was oriented toward the loading area. The gusset area of the haptic extends beyond the tip. The device tip has stress marks in the location of the crushed haptic. The remainder of the lens was returned in folded white gauze material. Viscoelastic was dried on the lens. The other haptic is broken in the distal area (returned). The optic is broken into several pieces. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if the qualified viscoelastic was used. The trailing haptic was misfolded and broken in the device tip. The root cause for the reported event may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic is observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ophthalmic viscoelastic device (ovd). The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic was noted to be torn after implanting. An enlarged incision was required to remove the iol during the initial procedure. The procedure was completed with another lens. Additional information has been requested.